Event description:
During the transfemoral tavr procedure, post deployment there was a grade 2 paravalvular leak that would not remedy after post dilatation. It was determined that the valve was deployed too high (80:20 aortic:ventricular) and was leaking around the skirt. A second valve was deployed and corrected the pvl. The malposition of the valve was attributed to the fair coaxial alignment of the delivery system and valve prior to deployment. The patient¿s native aortic annulus measured 25mmx29mm by CT with an area of 600mm². The native aortic valve was moderately calcified and the native leaflets were mildly calcified. The image intensifier angle was good, the coaxial alignment of the delivery system was fair, ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition and valve regurgitation (paravalvular leak) requiring intervention are potential adverse events associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the malposition of the valve was caused by the fair coaxial alignment of the valve and delivery system prior to deployment. The subsequent pvl was attributed to malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.